Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the during implant the lead helix would not extend. The lead was not used.